Manufacturer narrative:
The product was returned. Blood and solution is dried on the lens. The optic is cut into three portions, typical of insertion and removal. The cut optic portions have additional split/cracks on the anterior and posterior sides of the optic. One cut optic edge is chipped with a portion of optic lens material missing (not returned). Any of the observed damage may have been interpreted as the reported complaint. The specific optic damage was not specified. Optic damage was observed. Any of the observed damage may have been interpreted as the reported complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records indicated that lens met release criteria. Root cause is unknown. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens optic was noted to be damaged after lens was inserted into the patient's eye. The surgeon cut the lens and removed it with no reported patient harm. Additional information was requested.